Event description:
A case report was reported regarding left recurrent laryngeal nerve injury in a pt after use of an lma. A size 3 lma was used on a pt. The cuff was lubricated with 2% lidocaine jelly, inserted and inflated with 35 ml air due to inadequate seal. Nitrous oxide was used during the one hour surgery. The pt experienced severe hoarseness and moderate sore throat a few hours after surgery. There was no dysphagia or evidence of aspiration. Direct laryngealscope showed that an immobile left vocal cord and left recurrent laryngeal nerve palsy was confirmed on stroboscopic examination. A repeat examination 3 months later showed slight recovery of vocal cord mobility. It is assumed from the information provided in this case report that recurrent laryngeal nerve injury was sustained after lma use. It was unclear if the pt received treatment for injury. Additional details are not expected from this published case report.